Event description:
The event involved a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port where a leak was reported at the base of the chemolock port. This happened two times. The medication used was fluorouracil. The ICU tubing set is attached to the cadd pump tubing prior to medication being injected into the cadd pump. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Manufacturer narrative:
Received a set of photos from the customer showing the affected sample. Leak residue was observed at the chemolock connection. Received one used list# cl3960, oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port; lot# 14134777 --> one used list# unknown, cadd cassette; lot# unknown. Leak residue was observed on the chemolock connection. The reported complaint of a leak could be confirmed. While the leak was unable to be replicated, leak residue was observed on the sample and from the photo received. The probable cause of the leak is from an incomplete insertion during assembly in manufacturing. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in e4 - initial report sent to FDA and d10 concomitant products.